Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2009. According to the complainant, the patient experienced vaginal infections, dyspareunia, localized pelvic pain, disfigurement and recurrence of stress urinary incontinence and/or pelvic organ prolapse. The physician's office was contact; it was stated that as far as the doctor knows, the patient di not experience any complications. No further information is available.